Event description:
It was reported that during a scheduled filter retrieval, imaging demonstrated that the filter had tilted approximately 35 degrees in both lateral and posterior directions and migrated caudally approximately 2.5 cm, with the apex of the filter embedded in the cava wall. Two filter arms were observed at a 90 degree angle and appeared to be outside of the cava wall by 1cm. In addition, two filter legs also appeared to be outside of the cava wall by approximately 1.5cm. The physician unsuccessfully attempted to remove the filter with a snare and then a cone. The filter remains implanted.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The device remains implanted; therefore, not available for evaluation. The event investigation is currently underway.